Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the patient was hospitalized due to a blood infection. Upon interrogation it was noted that the right ventricular (rv), left ventricular (lv) and right atrial (ra) lead impedance measurements were all high and out of range at greater than 2000 ohms. The rv lead shock impedance measurement was also high and out of range at greater than 200 ohms. The patient had undergone an aortic, tricuspid, and mitral valve repair three months earlier. It was noted that the reason for the high out of range impedance measurements on all of the leads was found to be that all leads had been cut during the valve repair procedure and another manufacturer's device and rv lead were placed in the patients left abdomen at that time. No additional adverse patient effects were reported.